Event description:
It was reported that the needle broke during the procedure. The piece was retrieved.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: cobra reusable needle was broken during surgery. Surgery was delayed about 10 minutes for removing the broken piece and the piece was fully removed from the patient. Although the cobra product could be used more than 1000 times refer to IFU, this product did not used over 30 times after newly opened. The probable root causes could be: 1) use of excessive force, 2) attempt to pass through thick tissue or bone, 3) attempt to load or pass incompatible suture, or 4) technique error. The device manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the needle broke during the procedure. The piece was retrieved.